Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, two leaks were noted. The distal end was cut and the elevator channel plug was loose and leaking. Additionally, the forceps cover glue was peeling, there was a cut on switch #1, and the label on the control body was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope failed a leak test. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ based on the results of the investigation, it is believed that the peeling of the adhesive discovered during the device evaluation was caused by external forces being applied to the distal end by user handling. Olympus will continue to monitor the field performance of this device.